Manufacturer narrative:
We receive one single dpt kit model px260 for examination. Priming solution was visible inside of the kit. The reported event of ¿dpt did not work¿ was confirmed. The dpt did zero but did not sense pressure on the pressure monitor. Electrical testing showed that output impedance met specification, but the input circuit had an open condition. Continuity testing indicated that the open condition occurred inside of the cable connector. Examination of the connector after the contact plates were removed confirmed that lead wires had not been completely inserted into the connector. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the dpt did not work like normal. It was further indicated that the reporter didn't remember which parameter was beyond the normal scope. But they remembered that the value was far away beyond the normal scope. There was no alert messages on the monitor. At the beginning, they noted the abnormal data, so the product was switched out and worked successfully. The patient was not treated off the values. No patient complications were reported.